Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained from failure analysis of the master toom manipulator (mtm): the reported failure of magnet on grip broken was reproduced during failure analysis. The following parts will be replaced as a fix: grip lever, inner grip spring, and outer grip spring.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. However, according to the field service engineer, he believes the complication was caused by the left mtm missing its grip magnet. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and the following possible related system errors were observed: error code 256 ¿ emergency stop button was pressed by a user on ssc1; error code 23 ¿ wheel hardware fault: master supervisory controller (msc) reported a hardware fault in the wheel communication. Pointing to rear core fiber port (bottom port); and error code 40084 ¿ a communication link from the msc in icc is down message destination was vca1 in vp. Review of the advanced system log showed nothing to suggest fault with the system. The logs from before and after the procedure were reviewed as well and there have been no other events that would suggest faults with the system. However, after viewing the field service engineering [fse] notes, the damage that the fse noted would be consistent with no faults or errors being present in the logs. The system was likely displaying ¿align left master tool manipulator (mtml)¿ and awaiting the grips to become aligned. Without sensor activation, the system would not allow the user to take control of the universal surgical manipulator. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted radical extraperitoneal prostatectomy procedure, the patient experienced a conversion to laparoscopy. The issue occurred when the surgeon could not control the opening and closing of the maryland bipolar forceps and prograsp forceps instruments installed on universal surgical manipulator (usm) 1 and 2 about an hour into the procedure. The surgeon made the clinical decision to convert to laparoscopy. When converting, an additional port site and a port were placed. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy procedure, the patient experienced a conversion to laparoscopy. The issue occurred when the surgeon was unable to control the opening and closing of the maryland bipolar forceps and prograsp forceps instruments installed on universal surgical manipulator (usm) 1 and 2 about an hour into the procedure. The lack of instrument control did not result in a patient injury. The technical support engineer (tse) viewed the system logs and observed no related errors. The system showed the error message ¿realign left master tool manipulator (mtml)¿. The usm leds were fixed blue, and the endoscope was installed on usm 3. The usm 2 mtml was left free to move and the surgeon attempted to press the swap pedal to use usm1 mtml, only to identify the same issue as with usm2. Usm4 was working. The system was rebooted with a hard power cycle with emergency power off (epo) but the issue persisted. There was no visible damage on the mtml grips. The sensor under the mtml grip pad was cleaned but the issue persisted. The surgeon made the clinical decision to convert to laparoscopy. When converting, an additional port site was made, and a port placed. The patient tolerated the conversion. The patient has not reported any post-operative adverse events. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument due to the mtml grip not working. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The mtml was found to be missing its grip magnet due to mechanical breakage. Per the site, the issue was not related to the instruments.